Event description:
It was reported that a user¿s ilet system displayed bg run mode after connecting a new dexcom g7 sensor, despite the sensor having completed warmup with a correct pairing code, and glucose data subsequently resumed while on the call; troubleshooting and education were completed regarding signal loss and dosing stops soon notifications. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of glucose data display and dosing readiness without clinical sequelae. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed transient sensor communication disruption with the continuous glucose monitoring interface that resolved spontaneously, with no confirmed device component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or connectivity anomaly not reproduced after re-establishment of signal.